Manufacturer narrative:
The field service engineer (fse) was dispatched on (B)(4) 2015. The fse confirmed the cbc restrictor tubing disconnected at fitting (ff) 82 (going through vl3). The customer was able to re-attach the tubing resolving the leak and wbc/hgb vote outs prior to the fse's arrival. While onsite, the fse confirmed that the customer had correctly re-attached the tubing but could not confirm that the plt parameter was voting out. The instrument ran without further issues and all repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported approximately 2 mls of uncontained clear fluid leaked behind the rocker bed of the coulter lh 750 hematology analyzer during normal instrument operation. The customer also reported the instrument generated hgb, wbc, and plt vote outs on patient samples during the event. The operator was wearing a lab coat, goggles, and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. There was no death, injury, or change to patient treatment and no erroneous results were generated in connection with the reported event.